Manufacturer narrative:
Date of report received: 21 jun 2019. Added the method code of testing to correct the initial submission. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. The manufacturer¿s international service technician confirmed the reported standby issue and replaced the data acquisition (da) board to address the reported problem. No other problems were detected during testing. The device is fully functional.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit doesn't stay in standby mode. There was no patient involvement.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit doesn't stay in standby mode. There was no patient involvement.

Manufacturer narrative:
MFR received date: 27 sep 2019. The part was returned to the manufacturer for failure investigation. It was determined that no fault was found. Investigation could not replicate the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.